Event description:
It was reported that a patient was revised to address a fractured yukon occipital plate.

Manufacturer narrative:
Additional data: h3 h6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.